Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. The reported pump stoppage was confirmed via the submitted log file. Although the event appeared to occur while the pump was operating on power module support and may be the result of a driveline wire compromise, a driveline issue could not be confirmed because the pump is not available for evaluation. X-rays of the driveline were reviewed by the center and there was a possible suspect area internal to the patient. Ungrounded power module patient cables were provided and the patient remains ongoing on vad support. No further events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room on the evening of (B)(6) 2015 due to a motor stopped event. The patient was asymptomatic. The manufacturer's technical services representative reviewed a submitted log file and noted that the motor stopped event occurred while the system controller was connected to the power module via the patient cable. The customer reported that x-ray images revealed an area of the driveline internal to the patient that appeared inconsistent; there were no suspect areas externally. The patient was provided with ungrounded power module patient cables. It was reported that the patient was not a candidate for a heart transplant or a pump exchange. The patient was transferred to an inpatient rehabilitation center. No additional information was provided.